Manufacturer narrative:
Batch review performed on 11 february 2019: lot 147269a: (B)(4) items manufactured and released on 28-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 20 days after primary the surgeon revised the patient for an infection. Liner swap. The surgery was completed successfully.